Manufacturer narrative:
Investigation summary: technical service advised the customer to contact a healthcare provider if he needs to check on his eyes and to take a confirmatory test in 24 hours but no more than 48 hours. Technical service provided the safety data sheet (sds) to the customer and no further action is required. The product will continue to be monitored and tracked.

Event description:
The consumer reported exposure to the reagent contained in the binaxnow covid-19 antigen self test otc 2 test pack. The consumer stated that they accidentally splashed the reagent in their eyes. The consumer reported burning sensation in their eyes and that their eyes were red. The consumer washed their eyes out with water and did not seek medical attention. The consumer stated that they were ok. No further information was provided.